Event description:
It was reported that when using the bd pyxis¿ es server, multiple pyxis anesthesia stations were not communicating due to a hospital wide wifi issue. All pyxis anesthesia stations relied on the wifi network and lost connectivity. Following resolution of the wifi issue, some stations reconnected; however, at least half of the stations did not come back online. All stations were rebooted, but this did not resolve the issue. Despite this, all stations were showing as online and communicating within the hospital forescout system. The stations that were not communicating included: cv-or1, cv-or2, cv-or3, cv-or7, ld-3, or-04, or-05, or-07, or-08, or-10, or-14, or-19, or-24, or-26, or-main2, or-west, or-x1, or-cath1, or-cath-2, os-ct6, os-ercp, and os-vir1. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that server was not communicated. The technical support specialist (tss) had deployed package 10000364641-00 wsus client connectivity ifixit (build 2) from remote support service (rss) and rebooted the station. Although bd remote assist initially showed as disabled, station logs confirmed normal communication with no sync delays or health sight viewer (hsv) notices. An rss ticket was created, bd remote assist was enabled, and the issue was resolved. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple pyxis anesthesia stations were not communicating due to a hospital-wide wifi issue. All pyxis anesthesia stations relied on the wifi network and lost connectivity. Following resolution of the wifi issue, some stations reconnected; however, at least half of the stations did not come back online. All stations were rebooted, but this did not resolve the issue. Despite this, all stations were showing as online and communicating within the hospital forescout system. The stations that were not communicating included: cv-or1, cv-or2, cv-or3, cv-or7, ld-3, or-04, or-05, or-07, or-08, or-10, or-14, or-19, or-24, or-26, or-main2, or-west, or-x1, or-cath1, or-cath-2, os-ct6, os-ercp, and os-vir1. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.